Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed that the clips kept falling out of the medium-large clip applier (mlca) instrument after installing it on the universal surgical manipulator (usm) 2. The customer used 2 mlca instruments, but they had the same issue intermittently. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the sterile adapter, but the issue reoccurred on one of the mlca instruments. The customer was advised to return the instruments to isi. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site on 20-oct-2022 and obtained the following additional information: the instruments were inspected prior to use with no damage observed. During the procedure, as soon as the customer started to use the instrument, the clips fell into the patient' cavity and were retrieved during the same procedure. Post-operative tests like an x-ray or ultrasound were not performed. No additional surgical procedure was required. The cause of the breakage was unknown as the instrument did not collide with any hard materials or other instruments. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no functionality issue with the instrument. The customer completed the procedure robotically using the same instruments. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information. The customer was not planning to return the instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier (mlca) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history identified patient identifier (B)(6) and patient identifier (B)(6) (this complaint) as related complaints, which were created to capture the affected medium-large clip applier instruments. A review of the instrument log for the medium-large clip applier instrument (part# 478053-04/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 34 uses remaining after this last usage. A review of the procedure log showed the site performed this cholecystectomy surgical procedure on (B)(6) 2022 (gmt + 9 korea time) via system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci assisted procedure, the clips fell inside the patient while the customer was using the mlca instrument. The clips were retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the falling to occur.